Event description:
It was reported that the patient received notification for high hv lead impedance. The device was reprogrammed. The patient is doing well. No further impedance issues were reported.